Event description:
Patient reported left side pain, ripples, and "possible deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/ valve leak and/or damage: observed a cracked valve seat diaphragm valve and observed a delamination partial of the valve (adhesive failure). ¿ device wrinkling: unable to observe. ¿ breast pain: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side pain, ripples, and "possible deflation." Physician later reported "hole, non specific" and "hole in valve." Physician additionally reported "crack in valve." The device has been explanted.

Event description:
Healthcare professional later reported 'hole, non-specific," and "hole in valve." The device has been explanted.